Event description:
The patient reported the pump infused within 24 hours instead of 48 hours.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident was discarded by the customer; therefore, our results and conclusion are based on the information provided to I-flow by the initial reporter. In addition, the lot number of the device was not known, therefore, we are unable to evaluate retain product for possible failure analysis (i.e., fast flow), and research lot history for similar complaints and/or investigations for that particular lot. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.